Event description:
It was reported that "the bed is not working correctly and when using the head section of the bed sometimes it will get stuck and they will need to press the button multiple times to get it to go. Customer stated that the wires at the bottomn of the pendant are sticking out."

Manufacturer narrative:
It was reported that "the bed is not working correctly and when using the head section of the bed sometimes it will get stuck and they will need to press the button multiple times to get it to go. Customer stated that the wires at the bottomn of the pendant are sticking out." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.